Event description:
The complainant reported that the automated impella controller (aic) was being serviced and an abnormal noise occurred. The aic could not be powered off, so a forced shutdown was performed. After restarting, controller error alarm occurred, so it was decided to refrain from clinical use. There was no patient involvement.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic): controller error (yellow alarm) has been completed. Based on that data and device analysis there were no issues were found with the aic for the reported failure mode of "aic-controller error". E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27536 as it is unknown if the initial reporter also sent the report to the food and drug administration.